Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to an infection he had at his infusion set site, which caused high ketones and high blood glucose. The customer was given antibiotics and then he was released. No further information was provided.